Event description:
Arthrex surefire scorpion needle was used during arthroscopy of left shoulder with decompression and rotator cuff repair procedure. The needle broke off while in use in the patient. The piece that broke off was not found so an x-ray was performed to ensure no foreign body was retained.